Event description:
During the implantation procedure of the ICD involved in this MDR report, ventricular sensing failure was observed (while the sensitivity was programmed at 1.2 mv) during several seconds after the arrhythmia induction and after the first delivered shock; therefore, an external shock was delivered before the 2nd shock was delivered by the implantable ICD. For the 2nd induction, the sensitivity was reprogrammed at 0.4 mv: although the induced ventricular arrhythmia was detected late, the shock was delivered as expected; however, oversensing was observed.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Review of the electronic data and files received. (B) (4). Conclusion: no conclusion could be drawn that could explain the reported behaviour. However, low r-wave amplitudes (resulting from pt physiology) would be the most probable explanation for the delayed arrhythmia detection observed during the induction phases. The transient cross-talk phenomenon observed (p-wave sensing in the v channel) could be explained by the high v sensitivity programmed (0.4mv), and a lead displacement induced by the defibrillation shock and/or the post implant acute phase. None of them could be confirmed.